Manufacturer narrative:
It was a collapsed ( malfunctioning) home button. The membrane switch bank was replaced, on the control module.

Event description:
During a needle loc procedure, the doctor was about to perform a second targeting to acquire additional samples. The doctor re-targeted and pressed the "motor enable" button, the needle went to home position from inside the patient's breast. The needle wasn't advanced too far, there was no harm to the patient. Once the motor was shut down the tech realized the targeting was off and no calcifications were acquired. The tech had done her "stereo qa" (a quality check on the unit) and the first round of targeting and acquiring samples, the machine performed as intended. The customer stated the patient was fine.